Event description:
It was reported that the patient underwent a replacement surgery due to unspecified reasons in which a spectra penile prosthesis (spp) was removed and a new inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.